Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID :neu_unknown_ext, product type: extension.

Event description:
A health care provider (hcp) reported via a manufacturing representative that impedances were measured to be higher than normal during an implant procedure. No opens or shorts were reported. Impedances in combination with the case ranged between 1465 and 2642 ohms and electrode impedance ranged from 2716 to 4456 ohms. The hcp tried using a different extension, but the impedances were the same. The high impedances appeared to be temporary as they started to come down when stimulation was turned on. The issue appeared to be resolved with turning stimulation on. Follow up with the manufacturing representative indicated the patient was doing well and the impedances continued to drop to more normal levels.